Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "on or about (B)(6) 2013, [pt] was implanted with a cook celect filter after a hematoma due to warfarin use. In (B)(6) 2016, [pt] had a CT of her abdomen and pelvis done to evaluate her indwelling ivc filter. At that time, her radiologist noted that [pt]'s ivc filter perforating into the bowel lumen." "The cook filter was placed in [pt]'s body on or about (B)(6) 2013. The filter subsequently tilted and fractured. [Pt] also has good reason to believe her filter is no longer removable, as it has been in place for nearly three years. [Pt] was caused to undergo medical treatment as a result of the failure of the cook filter."